Event description:
Medtronic received a report that a pipeline experienced resistance in catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 4.4mm and a 4.9mm neck di ameter located on the left c7 segment. It was noted the patient's landing zone was 3.5mm distally and 4.2mm proximally. The access vessel was the femoral artery with a 4.2 mm diameter and vessel tortuosity was normal. The angiographic result post procedure was that a new stent was replaced, and contrast agent retention was observed within the aneurysm. It was reported that during the intracranial aneurysm embolization procedure, the phenom catheter was positioned, and the flow-diverting stent was delivered. After the distal end of the stent was opened normally, an attempt was made to reposition the stent by retracting it as a whole. The operator found that the stent could not be retracted and attempted to pull the stent three times. Intraoperatively, it was determined that the stent was stuck. Further attempts to deploy the stent were also unsuccessful. The entire system was then withdrawn from the body, and the procedure was completed by replacing the old catheter and stent with new ones. The pipeline experienced resistance in the catheter. The push wire was kinked and damaged at the proximal section. The catheter was flushed continuously with heparinized saline. The catheter experienced resistance, and all devices were flushed and prepared as indicated by the IFU. No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the pipeline was not stuck during the procedure. The cause of the resistance and damage was not determined.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex was returned stuck inside the distal segment of the catheter tip, within a biohazard bag, and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The pushwire appeared to be broken at the distal hypotube. The distal hypotube found to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found open and frayed. The pushwire appeared to be bent at 37.4cm to 38.6cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 11.0cm and 22.6cm from the distal tip. No other anomalies were observed. The broken end of the pushwire was sent out for sem analysis. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Per the sem results: the broken end exhibited some evidence of fatigue, however due to the mechanical damage to the fracture surface (smearing), additional fracture features could not be distinguished to determine the final failure mode. Conclusion: based on the analysis findings, the customer complaint was confirmed, as the pipeline flex was returned stuck inside the catheter. Both the pipeline flex and catheter were found to be damaged. The pushwire was also found to be separated at the distal hypotube. The broken end exhibited some evidence of fatigue, however due to the mechanical damage to the fracture surface (smearing), additional fracture features could not be distinguished to determine the final failure mode. The observed damage to the catheter (accordioning), tip coil (stretching), hypotube (stretching/separating), pushwire (bending), and braid (fraying), indicates that high force was applied. This damage may have resulted from the customer's attempts to advance/retrieve the pipeline flex through the catheter while encountering resistance. Possible causes of resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during the procedure. The customer indicated that the vessel's tortuosity was normal and a continuous flush was used, which rules them out as potential causes. The resistance cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.